Manufacturer narrative:
Pending manufacturing investigation. Upon completion of investigation, a medwatch 3500a supplemental form will be submitted.

Event description:
Customer reports that both monitors on the table are not working. The monitor in the control suite is working, so the technologist routed the image to a third viewing system that had a monitor in the hallway, and the physician was able to perform and complete procedures by viewing fluoro images with this system. Potential risk for injury.